Event description:
During the procedure when the fasdasher-14 hydrophilic guidewire was withdrawn for repositioning, the tip separated from its main body. The guidewire was in the tracker excel-14 microcatheter halfway in the aneurysm when it broke. No complications were reported to have occurred with the patient as a result of this event.